Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent delivery wire was deformed and broken. In addition, the stent introducer sheath distal tip was damaged, the stent was deformed and deployed prematurely during transfer. Additional information indicated that the device was confirmed to be in good condition prior to use and there is no indication of a use error. The returned introducer sheath was noted to be damaged which is likely to have caused damage to the stent and stent delivery wire and contributed to the reported difficulty transferring. The sheath damage is most likely to have occurred during inserting into the catheter hub. Therefore, operational context caused will be assigned to the reported and analyzed defects. As the issue is associated with a product that meets the design and manufacture specifications and was used in accordance with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the stent delivery wire was broken. No clinical consequences reported to the patient.